Manufacturer narrative:
It was previously reported that the sealant of the mynx control vascular closure device was prematurely deployed in the patient. However, additional information indicates the device was intentionally deployed. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Therefore, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming. As reported, button #1 of the 5f mynx control vascular closure device (vcd) jammed and wouldn't allow the physician to depress it while the device was inside the patient. The physician did troubleshoot, the clock symbol was not visible in the tension indicator window and button #1 wouldn't budge. The sealant was seen protruding from the end of mynx tube. Approximately about 1/2 of the sealant was stuck to the device component. Therefore, the physician deflated the balloon, pulled the device out and removed the partially exposed sealant. The physician had fully depressed the button #1 after the removal of the device. Hemostasis was achieved with manual pressure. There was no reported patient injury. The patient¿s hospitalization was not extended as a result of the event and the patient recovered after the mynx event. The mynx deployer currently being trained. The balloon inflated until the black marker was fully visible on the inflation indicator and the stopcock was closed. The device was pulled back until the black line in the tension indicator window was aligned with the markers on the side. Perfect alignment of tension indicator with the handle was observed. Cordis diagnostic catheters and 5favanti sheath were used for the procedure. The device will be returned for evaluation. Analysis: a non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were fully depressed, the procedure sheath was locked on the sheath catch, the stopcock was open, and the sealant was observed to have been deployed on the catheter shaft, exposed to blood, adhered to the catheter shaft and covering the balloon proximal tip as received. The syringe was not returned with the device. The sealant was removed from the device, and the buttons were reset to the factory settings. Functional testing was simulated on the received device per the mynx control instructions for use (IFU), deploy sealant. Slight resistance was felt, and the button 1 was able to be fully depressed and locked in place during the device failure investigation. Visual inspection at high magnification and examination of the button 1 inside tabs that engage with the pull rack showed significant damage, which may have caused the resistance felt during the device failure investigation. Visual inspection at high magnification of the catheter shaft also revealed sealant residue adhered/stuck to the catheter polyimide shaft, which may have contributed to the reported failure. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Based on the information provided, the condition of the returned device, and the investigation performed, the reported failure as frozen/locked; deployment difficulty-premature/in patient was confirmed, and the reported incident could have been caused by inadequate silicone application on the cartridge assembly, resulting in the sealant adhered/stuck to the polyimide shaft. The sealant adhered/stuck to the cartridge assembly had prevented the button 1 from being fully depressed during the procedure. The issue appears to be related to the manufacturing process of the product.

Manufacturer narrative:
The mynx deployer currently being trained. Diagnostic cordis catheters and 5favanti sheath were used for the procedure. The patient¿s hospitalization was not extended as a result of the event and the patient recovered after the mynx event. About 1/2 the sealant was stuck to the device component. The balloon inflated until the black marker was fully visible on the inflation indicator and the stopcock was closed. During retraction, the device was pulled back until the black line in the tension indicator window was aligned with the markers on the side. Button #1 was unable to depress at all. Despite the perfect alignment of tension indicator with the handle and the clock symbol was visible in the tension indicator window. Additional procedural details were requested but are unknown. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The condition of the returned device did not match the complaint. Additional information was requested and the user may have slightly depressed which was then jammed while the device was inside the patient. The clock was not yet visible in the tension indicator window because the button 1 was stuck. The device was removed from the patient the sealant was partially exposed. The physician pulled the device out and removed the sealant. It¿s highly likely he depressed button 1 after removal. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note update to the UDI#. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it and any additional information received will be submitted within 30 days upon receipt.

Event description:
As reported, button #1 of the 5f mynx control vascular closure device (vcd) jammed and wouldn't depress it at all. Therefore, the physician deflated the balloon, removed the device undeployed from the patient and hemostasis was achieved with manual pressure. There was no reported patient injury. The physician did troubleshoot but the button wouldn't budge and upon examining the device, the sealant was seen protruding from the end of mynx tube. The device will be returned for evaluation.